Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted at the time. A call was placed to technical services on 12/26/2016 stating that this rv lead impedance was stable until june when it went to more than 3000 ohms and came back down but has been fluctuating since then. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).